Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to abdominal pain. Pd cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. Due to the patient¿s white cell count being slightly elevated, the patient was prescribed prophylactic antibiotics with intraperitoneal (ip) vancomycin during the hospitalization (dose, and frequency not provided). Additionally, upon discharge the patient was administered two more doses of vancomycin. The patient is continuing pd therapy.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to abdominal pain. Pd cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. Due to the patient¿s white cell count being slightly elevated, the patient was prescribed prophylactic antibiotics with intraperitoneal (ip) vancomycin during the hospitalization (dose, and frequency not provided). Additionally, upon discharge the patient was administered two more doses of vancomycin. The patient is continuing pd therapy.

Manufacturer narrative:
Correction: g.3. Date on initial MDR should be 8-13-2025.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to abdominal pain. Pd cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. Pd effluent cultures were obtained. The cultures were negative for growth. The patient was not diagnosed with peritonitis. Due to the patient¿s white cell count being slightly elevated, the patient was prescribed prophylactic antibiotics with intraperitoneal (ip) vancomycin during the hospitalization (dose, and frequency not provided). Additionally, upon discharge the patient was administered two more doses of vancomycin. The patient is continuing pd therapy.